Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A site representative reported that during spinal fusion procedure, a loud pop noise was heard from the gantry of the imaging system and then the system would not allow the site to expose. It was reported there was an error displaying mobile view station (mvs) needed to be rebooted and the reconnected. The system was rebooted multiple times but the issue persisted. Site used a c-arm to proceed with case. The procedure was completed without the use of imaging and navigation. There was a delay of less than 1 hour. No known impact on patient outcome.